Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that shaft leak occurred. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. The physician inserted the device over a 018 unspecified guidewire and into the patient when he noticed that blood was dripping out of the side port as well as in the main shaft. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft perforation.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was blood in the hub, inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Inspection of the device presented no damage or irregularities. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the outer shaft wall. The balloon was microscopically examined and a hole in the outer shaft wall 13cm proximal of the tack weld was revealed. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).